Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was dropped and the touchscreen became shattered. The customer experienced an elevated blood glucose level of 280 (mg/dl) and delivered a correction bolus. It was indicated that the current pump would continue to be used for diabetes management.